Event description:
It was reported patient had a subtrochanteric femur fracture approximately 4 months ago, and was implanted with a dcs plate along with lag, compression and cortex screws. A revision surgery was performed on patient on (B)(6) 2013, due to patient experiencing left sub trochanteric non-union resulting in breaking of dcs plate. The dcs plate, as well as lag, compression, and cortex screws were removed. No further information is available. It was also reported the patient is diabetic and obese. This report is for an unknown cortex screw. This is 5 of 8 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.